Event description:
Additional review indicated that this is a reportable event. It was reported that the patient had concern for another leak in her pump. The patient had dye study to test if the pump was not disconnected from the tubing. The patient was told ¿she would have a baclofen withdrawal. She wouldn¿t¿ if the leak was past the pump and in the tube. It would still be empting.¿ the patient stated she was feeling really good for a while, and then she started getting shots in the neck because of degenerative disk disease and shots in the lower back because of two protruding disks. The patient¿s leg were still all day long. Additional information was reported that the patient had CT scan 3 weeks ago (3 weeks before the (B)(6) 2012) and detected nothing wrong with the pump. The physician increased the pump dosage by 7%; however, this did not help patient. The patient was taking oral baclofen; however, this wasn¿t helping. The patient stated this happened a month ago. The patient did have a fall a while ago however it was not sure whether this did anything. Additional information reported that the patient had dye study 6 months ago (6 months before (B)(6) 2012) and showed no problem. The patient wanted the pump removed. The nurse who refilled the pump for the patient stated to the patient that ¿ her legs are swelling because the blood is not flowing back up the legs since I have severe spasticity in my legs.¿ the patient stated she had no relief from the pain and legs were so swollen. Very very painful. The patient felt that she was going through baclofen withdrawal before she did CT scan. The patient stated that she also had hot flashes, headaches and nausea. Those symptoms lasted about two weeks. The patient was scheduled to have refill in (B)(6). Additional information reported that the patient¿s legs and feet were extremely swollen, red and hurt badly from spasticity. The patient stated she wanted to have the pump removed and have neurostimulator implanted. The patient stated she constantly had to increase the due to pain and it still did not work right. The patient had increased dosage in (B)(6) 2011. The patient felt relief for an hour and by next morning, it stopped working. The patient stated the nurse refilled her pump told her that something was wrong like the blood was not pumping back up the leg because the muscles were not working like they should. Additional information reported that the patient never had therapeutic effect. The patient continued to have pain in her legs. The symptoms were from her knees down in both legs. The patient stated she had increased in baclofen and bupivancaine by 7% on (B)(6) 2012. Her last refill was on (B)(6) 2012. The patient was still in pain. There was not pump alarming. The next refill date was (B)(6) 2012. Additional information reported that the patient had an appt on (B)(6) and another appt on (B)(6) 2012 ¿when the alarm goes off.¿ additional review indicated the patient also had the following symptoms: fever and hypertension. The patient stated the refill nurse stated the pump was fine and she drew out the right amount and everything. The patient stated she couldn¿t go to appointment on (B)(6) 2012, because she couldn¿t sit so long and her stiff legs.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n181468013, implanted: (B)(6) 2009-01-21 explanted: product type catheter (B)(4).